Manufacturer narrative:
The provided medical records indicate the patient's revision was performed due to degenerative changes of their unresurfaced patella. No device failures were identified. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient states knee feels unstable with patellar pain, had liner swap and patella replacement, as it was not replaced in the original surgery and had developed arthritis on patella.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient states knee feels unstable with patellar pain, had liner swap and patella replacement, as it was not replaced in the original surgery and had developed arthritis on patella.